Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. In addition, the investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range shock lead impedance measurement, high out of range pacing impedance measurement and failure to capture.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms and high oor pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. These observations occurred on the same day and at the same time, which technical services (ts) discussed may be due to electromagnetic interference (emi). In addition, the lv exhibited intermittent loss of capture (loc), and the patient had previously experienced muscle stimulation. Ts provided troubleshooting and programming options. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. In addition, the investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms and high oor pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. These observations occurred on the same day and at the same time, which technical services (ts) discussed may be due to electromagnetic interference (emi). In addition, the lv exhibited intermittent loss of capture (loc), and the patient had previously experienced muscle stimulation. Ts provided troubleshooting and programming options. This crt-d and lv lead remain in service. No adverse patient effects were reported.